Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation external burn marks were observed on the reader's casing. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks were observed on the back lid of the reader's casing. Visual inspection was performed on the returned usb/charging cable, no issues were observed. No opens or shorts were observed. The returned usb/charging cable successfully passed testing. The reader was sent for further investigation. The reader did not power on with button, strip insertion, or with a usb (universal serial bus) cable. Visual inspection was performed on the internal pcba (printed circuit board assembly) and burn marks were observed on the beeper circuitry. Components surrounding the reader's battery connector were observed to be melted. The returned battery voltage measured at 0v. The observed damage to the pcba is consistent with being exposed to microwave frequencies. Therefore, the issue is not confirmed to a user issue. Extended investigation has also been performed. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.